Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that infusion set was accidentally pulled out during use due to tubing catching on something or pump falling and patient had high blood glucose levels and was treated with multiple daily injections (mdi) on (B)(6) 2026.